Manufacturer narrative:
Manufacturer's evaluation conclusion: the mobile power unit remains in clinical use and the patient continues on vad support with no further related issues reported. Review of the submitted log file confirmed two no external power events. The events occurred while the system was operating on a mobile power unit (mpu) and appeared to be due to a loss of power to the mpu. The pump was supported by the system controller's internal backup battery during each event and continued to operate at the set speed. The log file appeared to show the system functioning as intended. Mobile power unit was manufactured with the ac power cord upgrade and review of the manufacturing documentation confirmed the mpu was shipped with an a/c power cord with the v-lock. A specific root cause of the captured events could not be determined. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 months (estimated from the date the patient was implanted with the lvad). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2017. During review of the patient¿s submitted system controller log file, the manufacturer¿s technical services observed a no external power event that was potentially was caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. During the event, the system controller backup battery supplied power to the pump as designed.